Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that during a follow up visit, the physician performed defibrillation threshold (oft) test to evaluate cardiac resynchronization therapy defibrillator (crt-d) therapy delivery effectiveness due to a recent procedure. During the dft test, a code 1005 alert that indicated a possible open circuit condition was displayed. It was noted that the code 1005 appeared to have been triggered due to high out of range shock impedance measurements on the right ventricular (rv) lead. Technical services (ts) was consulted and recommended for the rv lead to be replaced. The physician reprogrammed the device and placed an external wearable defibrillator device as a backup device. The physician plans on replacing the device and rv lead. At this time, the crt-d and rv lead remain in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5171620, form attached.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.